Event description:
It was reported that the tubing was primed and connected to patient's pa line for hemodynamic monitoring. The tubing malfunctioned and the patient received an approximate 100cc bolus of IV fluids into the pa line. It was noted that the flush line was set-up incorrectly by the manufacturer to the pressure line. No patient complications were reported.

Manufacturer narrative:
Corrected manufacturing date: (B)(4) 2011.

Manufacturer narrative:
The unit was not returned for evaluation. Therefore, the incorrect assembly could not be confirmed. However, the issue was confirmed on another complaint unit that was returned. An investigation was opened and actions are being implemented to prevent recurrence of complaint of this type. A device history record review was complete and documented that the device met all specifications upon distribution. User facility / importer report number - (B)(4).